Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change errors occurred during the load process. The customer reported blood glucose (bg) levels above 200 (mg/dl). Injection were delivered to address bg levels. The customer was able to load another cartridge onto the pump; however, the customer reports the error recurred on one occasion. The customer was later able to load a new cartridge. It was indicated that injections were available for alternate insulin therapy.